Event description:
It was reported that the patient presented at the hospital after receiving inappropriate shock from the implantable cardioverter defibrillator (ICD). The patient was in atrial fibrillation (afib) when at the emergency room (ER). The patient noted he had not taken his medication that day and the nurse questioned how compliant the patient was with his medication. The patient received an additional shock at the ER while in the restroom. The patient indicated nausea prior to the shock. The patient was given his medication. A remote transmission indicated the presenting rhythm was sinus rhythm with ventricular pacing. Two episodes demonstrated atrial fibrillation with rapid ventricular response (rvr) during which the ventricular rate reached the ventricular fibrillation detection rate for which he received anti tachycardia (atp) therapy while charging and received one shock in each episode. The patient was subsequently stable and asymptomatic.